Event description:
It was reported by the affiliate that the (1) 512b was used during a splenectomy procedure. It was reported that the trocar sleeve broke while passing the tec18 guide through the 512b. It was not reported how the case was completed. There was no consequence to the pt.